Event description:
It was reported that when the device was used during a laparoscopic hernia, the device misfired. Another device was used to complete the case. There was no consequence to the patient.